Event description:
It was reported that the patient had their superion indirect decompression spacer explanted due to inadequate pain relief. The patient was experiencing pain post-operatively. No additional information is available.